Event description:
It was reported that during an unspecified biliary procedure the guide wire coating detached. The target lesion was in the common bile duct (cbd). A jag precursor 025/450 st guide wire had been advanced through the non-bsc scope. The guide wire became "torn" and the coating detached at approx. 1cm from the tip exposing the core wire. The dislodged portion is in an unspecified location inside the pt. No attempts to retrieve the device fragment were performed. "The remained tip is expected to pass via peristalsis." There were no pt complications reported with the pt's current condition listed as "fine".